Event description:
Reporter indicated a patient had wound dehiscence and an apparent infection at the generator site four months after initial implant. The patient's wound was surgically closed. A course of oral and intravenous antibiotics was started. Follow-up with the treating surgeon revealed the wound was healing well and there were no problems with the operative site. The patient remains on vns therapy.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterility for both the generator and lead prior to distribution.